Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that auto mode switching (ams), oversensing noise and low sensing was observed on the right atrial (ra) lead. The low p waves were due to oversensing of fine right ventricular (rv) lead noise.